Manufacturer narrative:
The reported event of ¿blood inside the lead¿ was confirmed but the reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures. Hi-pot test was performed and found shorting at the distal region consistent with procedural damage. Visual and x-ray examinations did not find any anomalies except for the damages found consistent with procedural damage. The cause of the reported event of ¿blood inside the lead¿ was due to the damaged lead body which is consistent with procedural damage.

Event description:
During an in clinic follow up, increased capture thresholds resulting in loss of capture was noted on the right ventricular (rv) lead. Rv lead damage was suspected; but this was not confirmed. X- ray imaging was performed; no anomalies were noted. Procedural rv lead damage was confirmed during the revision procedure. The rv lead was explanted and replaced to resolve this event. The patient was stable.